Event description:
It was reported that during an adjustment, trembling of the neck occurred, so the physician adjusted the settings and lowered the in tensity on only one side. Patient felt ill after returning home, so an attempt was made to check the intensity using the programmer, and it was found that therapy was off. An attempt was made to turn it back on. It was confirmed that the patient's condition improv ed after returning it to on. The cause of therapy being off was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.